Event description:
Pt reported the lancet does not retract into the soft touch ii lancet device. The pt stated the lancet has not worked properly for a year, but he altered the device to perform finger sticks and currently, the lancet will not retract from his skin after a finger stick, but he did not report an injury and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect prod and replacement prod was shipped.